Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were a having a return of symptoms. Patient mentioned that ever since they got back from abroad that they have no control. Patient mentioned that they are having issues with the urge. Patient mentioned that they have to go at least 3-4 times during the night and multiple times during the day. Patient mentioned that they don't issues with coughing, laughing and sneezing. Patient mentioned they had tried to increase the stimulation on their own but was unsure on where to set it. Agent walk through the patient further increasing the stimulation on a comfortable level. The patient was redirected to their healthcare provider to further address the issue if the issue persisted. Patient mentioned that they are having cognitive issue as well.